Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, while connected to ac power the device powered itself off and then turned itself back on. Visual inspection revealed a bent pin on the connector on the system board. The charging circuitry of the device was verified not functional. The dc output measured from psu stops abruptly and restarts causing unexpected shutdown and reboot of the unit. The power supply was confirmed to be defective.

Event description:
It was reported that the unit will power up and then off randomly by itself. No known impact or consequence to patient.